Event description:
It was reported that during the pulse generator change out procedure, the device exhibited backup operation after suspected electrocautery interaction. The device was explanted and replaced. The patient would be monitored.

Manufacturer narrative:
.